Manufacturer narrative:
Although the exact patient age is unknown, the patient was over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # MFR. Report # 3005099803-2011-02691). It was reported to boston scientific corporation that two wallflex biliary rx covered stent systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the common bile duct as a result of a malignancy. The stricture was located in the mid- to distal-common bile duct and was noted to be short in length (exact size unknown). The patient anatomy was very tortuous; the physician stated that the bile duct had an "s shape." It was unknown if the stricture was dilated prior to stent placement. During the procedure, the wallflex stent system was positioned within the patient at the site of the stricture. The technician deployed the stent. When viewing the stent under fluoroscopy, the stent appeared to be fully deployed from the delivery system. However, as the physician attempted to withdraw the delivery system, the stent failed to release from the distal end of the catheter. The technician attempted to resheath and unsheath the delivery system but after two attempts the stent remained attached to the delivery system. The delivery system and the connected, deployed stent were removed from the patient with a snare. No visible issues were noted to the stent delivery system. A second wallflex stent system (the subject of MFR. Report # 3005099803-2011-02691) was positioned within the common bile duct. The stent was deployed. The physician verified that the stent was fully deployed and in the correct position via fluoroscopy. However, again, when the physician attempted to withdraw the delivery system, the stent failed to release from the catheter. The technician resheathed and unsheathed the delivery system. On the third attempt, the stent fully released from the delivery system. The delivery system was removed from the patient. No visible issues were noted to the stent delivery system. The physician confirmed that the stent remained implanted within the desired location. The procedure was completed with this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."